Event description:
The autopulse system was deployed on a pt. The system was operated for approximately 20 minutes when the chest compression assembly (cca) broke. The paramedics reverted to manual CPR.